Manufacturer narrative:
Conclusion: the device history record was reviewed for the delivery catheter system (dcs) and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Potential factors that can influence dislodgement include tension applied on the dcs during positioning, calcification levels and shape of the native anatomy, and the cause of the reported dislodgement could not be conclusively determined with the limited information available. Dislodgement events do not typically indicate a device malfunction or a failure to meet manufacturing specifications. Loading of the valve is a process in which the outcome is highly dependent on the operator experience and technique; the evolut inst ructions for use (IFU), contains instructions to ensure both bioprosthesis frame paddles are completely seated within the paddle attachment pockets. In addition, the IFU instructs to inspect the capsule visually and tactilely for a misloaded bioprosthesis. In this case, the inspection process per the IFU was performed and identified the reported misload prior to introduction to the patient. In this case, the misloaded valve was not discarded and was instead used for the attempted implant. The subject dcs was received for analysis. Severe resistance was noted when rotating the actuator and engaging the slider to advance and retract the capsule. Due to the resistance present, a valve could not be loaded onto the subject dcs. There was damage observed on the threading of the screw gear. This damage is consistent with the increased forces in the system. High forces in the handle may cause the threading of the screw gear to become worn and damaged. The handle was disassembled to investigate the root cause of the resistance. The resistance was found to be due to interaction between the outer shaft and the o-ring. When the o-ring was rotating 90° on the outer shaft, the resistance was noted to have decreased significantly. The resistance was determined to be a result of interaction between the o ring and the outer shaft. The components were measured and were found to be within specifications. The difficulty closing the capsule reported in this event could be confirmed based on the analysis findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Associated product analysis: upon receipt at medtronic¿s quality laboratory, the delivery catheter system (dcs) was received without a valve loaded within the capsule. The device was received with the capsule fully closed. The capsule appeared intact with no evidence of damage. There was a bend to the stability shaft. The handle appeared intact. The device was returned with the end cap/screw gear snap fit connected. Severe resistance was noted when rotating the actuator to advance and retract the capsule. When attempting to advance and retract the capsule by engaging the slider, very severe resistance was noted. A valve could not be loaded into the device due to the severe resistance noted. The tip-retrieval mechanism appeared intact. There was slight damage observed on the threading of the screw gear. The inner member shaft and spindle hub appeared intact with no evidence of damage. Additional analysis of the device was performed with a structural heart cross-functional team, and the handle was disassembled. There was no resistance noted moving the inner slider, however significant resistance was noted when moving the t-shell. The resistance was found to be due to interaction between the outer shaft and the o-ring. When the o-ring was rotating 90° on the outer shaft, the resistance was noted to have decreased significantly. The capsule was detached from the device and the stability shaft and o-ring housing were removed. There was no visible damage to the o-ring or outer shaft. The o-ring inner dimension was measured horizontally and vertically, measuring 0.148-inches and 0.147-inches which is within specification. The outer shaft outer dimension was measured four times along fours areas where the outer shaft would have interacted with the o-ring, turning the device approximately 90° following each measurement. The average o.d. Between areas of the outer shaft 90° apart ranged from 0.1582-inches to 0.1594-inches, all of which being within specification. The largest o.d. Point measured 0.1641 which is also within specification. The reported event for difficult to load could be confirmed in the analysis due to the severe resistance noted when rotating the actuator. The reported event for misload could not be confirmed in the analysis as the severe resistance in the actuator prevented loading of a valve. The reported event for difficult to close could be confirmed in the analysis due to the severe resistance noted when rotating the actuator. Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the device was inspected prior to use and no pre-dilation was performed. A crown overlap to node 4 was seen during loading. Turning of the delivery catheter system (dcs) deployment knob and handle trigger had more than average resistance during loading , but still had sufficient movement. The valve was deployed to 80% in left anterior oblique (lao) view, when an infold was seen that was 1/3 of valve length. The infold resolved itself after a few minutes. The valve dislodged about 3mm north on the non-coronary cusp (ncc) during final release. When closing the dcs capsule in the descending aorta, the physician was unable to pull the grey trigger to close the capsule. The capsule was closed by turning the handle. No procedural delay occurred. No adverse patient effects were reported.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx dcs; product ID d-evolutfx-2329 (lot: 0012192712); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: static images were provided for review of the event description. Patient¿s executive summary was not provided for anatomical review. Fluoroscopic valve load inspection was performed and a misload was present by overlap to node 4 and a possible bent outflow crown. Per medtronic best practices, overlap prior to node 4 is considered a good load; overlap at node 4 and beyond is considered a misload. If a misload is confirmed, the valve and delivery catheter system (dcs) should be discarded, and a new valve should be loaded onto a new dcs. Medtronic recommends a complete fluoroscopy check under a magnified, high-resolution view over an area selected to not impede the clarity of the device. Ensure the capsule is slowly rotated 360°during the fluoroscopy check. In this case, a complete fluoroscopy check would be needed to confirm the presence of the possible bent out flow crown. Regardless, this was a misload. However, a misload was not identified and the valve was attempted to be implanted resulting in an infold. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. According to medtronic best practices, if an infold is identified, the valve should be recaptured, removed from the body, and discarded. New sterile components must be used. In this case, the valve was released and the infold appeared to have resolved. There were some issues reported with the loading of the valve, as well as, closing the system after deployment. Evidence supports that the misload might have contributed to the issues reported. Conclusion: the investigation is ongoing medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h6 conclusion: the device history record (j212476) and frame record for this valve found it was built to specification and met all inspection and acceptance criteria. No issues were noted that would have impacted this event. The valve was not returned, so no product analysis could be performed. Infolding events are typically related to patient anatomical factors (i.e., calcification level, left ventricular outflow tract (lvot) anomalies, compliance of the annulus, bicuspid valve, etc.) And/or procedural factors (i.e., pre-case planning, sizing, loading, user technique, etc.). Additionally, the valve frame is constructed with nitinol and the latticed strut design allows the valve to be compressed and loaded into the delivery system. During either the loading or deploying/recapturing process, the struts may cross over and catch on each other while being compressed, and potentially cause infolding. In this event, the image review confirmed the presence of a misload extending to node 4 which resulted in the infolding. In this case it was reported that the infold resolved on its own, however the valve dislodged. Potential factors that can influence a dislodged valve include tension applied on the dcs during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, and a number of others. A conclusive root cause could not be determined from the information available, however the infold is a likely contributing factor. This event does not indicate device misuse or malfunction. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.